Event description:
Samples were run for creatinine, phosphorous, calcium, direct bilirubin, and troponin methods on a dimension xpand plus instrument. It is unknown what methods affected quality control (qc) samples and what methods affected patient samples. Discordant results were not reported to the physician(s). It is unknown if any patient samples were repeated. There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The customer contacted the siemens customer care center. During troubleshooting, it was discovered that the millipore analyzer filtration system (afs) pack had expired and dropped below the proper resistivity. The customer continued to run the instrument with the expired millipore afs pack and obtained discordant results. The ccc specialist instructed the customer not to use the instrument until they had resolved the issue with the expired millipore afs pack being used. The ccc specialist also advised the customer to decontaminate the instrument. The cause of the discordant results was a user error. The instrument is performing according to specifications. No further evaluation of the device is required.